Event description:
It was reported that the ptd was being used on the pt and they had made approx 3 to 4 passes. At which time, the catheter was removed from the pt and they found the orange inner lumen had detached at the basket. As a result, a new catheter was opened and used to complete the procedure. There was no delay in treatment, no pt death, and no pt complications were reported.

Manufacturer narrative:
(B)(4). Sample will not be returned.